Event description:
A peritoneal dialysis (pd) patient reported during a technical services call fibrin was observed in the patient and drain lines. Follow up with the patient's peritoneal dialysis nurse revealed the fibrin observed in the patient and drain lines were likely due to the patient developing escherichia coli peritonitis. The nurse stated patient was diagnosed with and hospitalized due to peritonitis on (B)(6) 2015. The nurse stated the patient suffered from having acute diverticulitis and the infection was caused by a ruptured diverticulum. The nurse stated the patient had been using the liberty cycler for approximately one year and practiced aseptic technique when completing treatments. There were no reported fluid leaks during treatment prior to the infection. The nurse stated as of 07/15/2015 the patient was still hospitalized and was being provided effective dialysis treatments while hospitalized. Medical records were requested.

Manufacturer narrative:
A supplemental report wil be submitted upon completion of the plant's investigation.

Manufacturer narrative:
Medical records have been requested and not made available. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Based on medical records, this patient developed polymicrobial (vancomycin resistant enterococci, amp susceptible enterocuccus faecalis, proteus mirabilis and e. Coli) peritonitis due to suspected sigmoid perforation. The patient was treated with antibiotics (linezolid and unasyn). The patient also had sigmoidectomy and colostomy with harman pouch on (B)(6) 2015. Peritoneal dialysis catheter was removed and hemodialysis was started. Leukocytosis resolved. This was most likely due to sigmoid perforation and not the cycler or peritoneal dialysis therapy. The records confirmed the nurse's report that the patient suffered from having acute diverticulitis and the infection was caused by a ruptured diverticulum. There was no documentation in the medical records to indicate a causal relationship between the patient's dialysis treatment and the peritonitis.

Event description:
There were no reported fluid leaks during treatment prior to the infection. Hospital progress notes from (B)(6) 2015 reported "polymicrobial peritonitis," abdominal pain, and as of (B)(6) 2015 antibiotics linezolid and unasyn were provided. The patient developed polymicrobial (vancomycin resistant enterococci, amp susceptible enterococcus faecalis, proteus mirabilis and e coli) peritonitis due to suspected sigmoid perforation. The patient's pd catheter was removed and hemodialysis was started. The patient had sigmoidectomy and colostomy with harman pouch placed on (B)(6) 2015, and the patient's leukocytosis resolved.